Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka d.2.a common device name: tubes, vials, systems, serum separators, blood collection a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood started to flow outside of the sleeve and onto the floor. This occurred twice. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval? 23-mar-2026. Investigation summary: bd received 85 samples for investigation. Thirty returned samples were randomly selected and subjected to functional tests, with all samples passing and showing no evidence of device damage, side pierced sleeves, poor sleeve recovery, tube push off, or sleeve leakage during use. Additionally, 30 retained samples were subjected to functional tests. There was no evidence of device damage, tubing defects, or leakage during use, however, six samples failed due to tube push off observed on the first or second tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has not been confirmed for the indicated failure mode: sleeve function. This complaint has been confirmed for tube push off based on the retain samples tested. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood started to flow outside of the sleeve and onto the floor. This occurred twice. No adverse impact was reported regarding the patient or user.